Event description:
New information noted that the event was observed remotely via merlin.net. The patient was brought into the clinic and an x-ray was performed. Further information was requested however was not provided. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Further information was requested however, was not provided.